Event description:
It was reported that a user experienced high blood glucose while using the ilet with an inset infusion set, with a reported blood glucose of 383 mg/dl; troubleshooting and education were completed, supplies were changed, and the user was instructed to monitor glucose for 90 minutes. Symptoms included hyperglycemia. Outcomes included no reported hospitalization or long-term impairment. Investigation included technical support troubleshooting and user education. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with no confirmed device malfunction or component failure identified. It was concluded, based on established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.